Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected, leading to frustrations. Customer confirmed the fill estimate issue, with the pump displaying 200 units instead of the expected 115 units. However, no adverse impact to the customer¿s blood glucose level was reported. Initially, the pump's fill estimate was inaccurate, but after reloading the cartridge, the issue was resolved, and the estimate read 125 units, confirmed as accurate. The customer was assisted by the support team and agreed to monitor the situation and follow up if necessary. Additionally, the customer requested a pump replacement due to dissatisfaction with their current experience.